Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after placing the delivery sheath during the implant procedure the hemostatic valve leaked air during the blood drawing test.  The sheath was attempted / not used and replaced. No patient complications have been reported as a result of this event.